Event description:
Related manufacturer report numbers 1627487-2022-05928, 1627487-2022-05929, 1627487-2022-05930. It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. During the procedure, it was noted that the extensions were twisted around the ipg due to twiddler's syndrome. In turn, one extension was explanted and replaced and the other extensions were untangled from the ipg. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ¿inoperable ipg, depleted battery¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The artemis clinicians manual was used to calculate the device longevity by determining the energy factors used over the implant period. The estimated longevity would have been 2.9 years +/- .25-year per ¿ 90205144, for model 6662. The total stimulation on time was 2.8 years, which aligns with the clinician manual longevity estimate, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.